Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was punctured by the needle. There was no report of patient impact. The following information was provided by the initial reporter: "peripheral IV inserted. Blood return immediately noted, when attempted to advance catheter resistance was met. Attempted to retract needle unable to, then removed entire needle and catheter and met resistance while removing. Once removed catheter was noted to have been punctured by the needle."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was punctured by the needle. There was no report of patient impact. The following information was provided by the initial reporter: "peripheral IV inserted. Blood return immediately noted, when attempted to advance catheter resistance was met. Attempted to retract needle unable to, then removed entire needle and catheter and met resistance while removing. Once removed catheter was noted to have been punctured by the needle."